Event description:
Philips received a complaint from customer, reporting that the v60 ventilator displayed a temperature is too high alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
During follow up with the key market (km), it was reported that the turbine required replacement. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-18264.

Manufacturer narrative:
The key market reported that the turbine has been replaced, and the device was returned to service.